Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
5/17/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/29/2018. Acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the therapy electrodes. The patient consulted a physician who prescribed an ointment. Follow-up indicated that the rash had improved. A distributor also contacted zoll to report that a patient was experiencing "check therapy pad" messages.